Event description:
The manufacturer received information alleging service required alarm occurred. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not duplicated during an operational check. The error log was checked and an error related to the charging of the battery was found. Evt_battery_not_charging_fault means the internal or detachable li-ion battery is not charging due to a hardware fault for greater than or equal to 1 minute. It was while charging the detachable battery when the issue occurred, and it was observed that the remaining amount of the battery was 88%. A test was performed to verify that battery charging was occurring and there were no abnormalities observed. The device's detachable battery and system board were replaced to address the issue, even though no abnormalities were found.